Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). Investigation summary: review of the device history record for 00515048201, lot number z000008894, identified no relevant deviations or anomalies. Product examination found that there was leakage of the batteries inside the battery pack. This caused corrosion of the battery contacts which caused the unit to fail. This complaint is confirmed. The root cause of the reported event is that there was a battery leak inside the battery pack. However, it cannot be determined how the battery leak issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during use in the surgery, this product became not to work. Therefore, the surgeon used an alternative same product to complete the surgery. After the surgery, the surgeon checked inside of the battery pack. As a result, he confirmed that some liquid leaked from the batteries. No adverse events were reported as a result of this malfunction.